Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and found that the device was loud. Therefore, the reported condition was confirmed. Further assessment was performed on the device which determined the unit has intermittent operation, rpm was fluctuating, intermittent unusual noise and a cut in the cord. It was further determined that the pretest was not completed. It was determined that the intermittent operation, rpm fluctuating, intermittent unusual noise was caused by a worn motor. It was determined that the cut in the cord was from allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was loud. During in-house engineering evaluation, it was observed that the unit had intermittent operation, rpm was fluctuating, intermittent unusual noise and a cut in the cord. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.